Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05069 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported product damage and embolism has been completed. The impella device was returned for evaluation and found that that cable plugs (gold pins) were separated from the cord suggesting that excessive force was used. The two halves of the white cable connectors showed evidence of sufficient potting indicating that they were bonded properly and that excessive force resulted in the damaged connector. As a result, the root cause of the cable separation issue was use-related as excessive force was used, which subsequently caused a pump stop. According to clinical data provided, it appeared that the purge tubing was severed and not clamped which lead to air noted in heart on trans-esophageal echo in operating room. Therefore, the root cause of the embolism issue was use related to improper technique.

Event description:
The user facility reported a 49-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient was being transferred to the tertiary center upmc via helicopter. During the transport, the team noted the cable had "bumped into something from the side" and the cable became damaged and separated. Additionally there was damage to the purge which allowed for air to embolize to the heart. The embolization was seen on transesophageal echocardiography in the or during pump replacement.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.